Event description:
Caller reported a malfunction on the pump displaying malf 3, which was not resettable. It is unclear whether there was an impact on the customer¿s blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. The customer was provided with a replacement pump and advised on backup insulin therapy options involving a backup insulin pump or mdi. Tandem technical support confirmed shipping details for the replacement pump, provided storage mode instructions, and ensured the customer was aware of the steps required upon receiving the new pump. The caller was instructed to return the malfunctioning pump via ups within 10 days.